Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the arm. At the time of contact, no injury or medical intervention was reported. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).